Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the bypass procedure? The patient demographic info: age, weight, bmi at the time of index procedure. What tissue layer was the suture used on? What was the condition of the tissue (ie normal or thin, calcified, fragile, diseased)? What post op date did the patient present with symptoms? What were the patient symptoms? Can you clarify what is meant by ¿rejection of suture¿? How was the infection diagnosed? Were any cultures performed? What are the results? What medical intervention was provided to treat the infection? What was the date of the second procedure? What is the surgeon opinion as to relationship of the suture contributed to the symptoms? What are the patient past medical and surgical history? If applicable, will product be returned, return date, tracking information? Can you identify the lot number of the vcp481h? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a bypass procedure on an unknown date in 2019 and suture was used. On an unknown date post procedure, the patient experienced an allergy issue with the suture and rejection of the suture. It was reported that the patient experienced infection on an unknown date and underwent additional treatment, possible surgical procedure. Additional information has been requested.